Event description:
The patient's family member reported that the patient was about to pass out and the suspect device was used to check blood glucose. A result of 400 mg/dl was obtained. Emergency medical technician were called and their meter was used and the result was between 40 and 60 mg/dl. The patient was taken to the hospital and treated for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.